Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 09/18/2015 with the following findings: the display is dim and pink. The black box verified that the pump time and date reset to default after power on reset, and this was duplicated during investigation. Pump was open to investigate, the internal battery component was found unable to hold a charge. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a defective internal battery and dim display. This report is made based on the results of an investigation completed on 09/18/2015.